Event description:
The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device turned on to a gray screen. Software load was attempted, but device had a system error. Led (light emitting diode) control output is out of specification. Printed circuit board and disk drive found out of electrical specification. (B)(4) rf (radio frequency) head uplink amplitude is out of specification. Rf head cable found out of electrical specification.